Event description:
It was reported that the implant was used approximately three weeks past its expiration date. There has been no report of any adverse reaction associated with this event.

Manufacturer narrative:
A review of the product's device history record indicates there is no issue with the product's labeling or sterilization. There are no indications of an adverse reaction to this event.